Manufacturer narrative:
An infection at ipg pocket site was reported to abbott. The entire system was explanted; however, no explanted products were returned for analysis. Oral antibiotics were prescribed to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Section d6b: date of explant is unknown.

Event description:
It was reported that there was an infection at ipg pocket site. No falls or trauma were reported. Daily oral antibiotics were prescribed. Surgical intervention was undertaken wherein the system was explanted.

Event description:
Additional information indicated that the infection resolved.